Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. Explant date: unk. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4). Claim # (B)(4).

Event description:
On 14 aug 2019 we received notification of an article published in sociedad espanola de oftalmologia, ' intraocular pressure fluctuations in patients implanted with an implantable collamer lens (icl v4c). Three-month follow-up.' The article references the right eye of a female patient who had bilateral icl implant and was excluded from the study because the eye required explant due to excessively high vault. The article states that the patients vault was above 1.5 mm in the postoperative period, which generated a narrow anterior chamber and a chamber angle with an average under 15, without ocular hypertension or diminished visual acuity. Initially the situation was managed with peripheral iridotomies and subsequently, in a second surgical action, with the location of the icl due to the suspicion that it might not be adequately located in the sulcus. However, due to failure of these interventions and the persistence of a vault above 1.5 mm, explant was decided for a third operation. At present, patient uses a contact lens with a visual capacity of 20/20 because it is not possible to provide a new icl implant with a smaller lens due to poor endothelial count. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient code 3191 (significant reduction of iridocorneal angles, reduced endothelial cell count) should have been included in initial MDR. Claim#: (B)(4).